Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This event is reported under the following patient identifiers: (B)(6) - single use distal cover. (B)(6) - evis exera iii duodenovideoscope.

Event description:
The customer reported to olympus the single use distal cover fell off from the evis exera iii duodenovideoscope while being used in a patient. The issue was found during an unidentified procedure several months prior. There were no reports of patient harm or impact. This event is reported under the following patient identifiers: (B)(6) - single use distal cover. (B)(6) - evis exera iii duodenovideoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the distal cover could have covered the hook at the scope tip and may not have covered it over completely. As a result, attachment of the cover was insufficient. However, the root cause of the phenomenon could not be specified. The event can be detected and prevented by following the instructions for use which state: "detection way is included in operation manual chapter 4 - 4.1. Preventive measures are included in operation manual chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.